Event description:
The event is reported as: the customer alleges that the package was torn. The issue was reported by the distributor ((B)(4)). No report of a patient injury or patient involvement.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The investigation is incomplete at the time of this report.